Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, correct loading of the lens was carried out, however when entering the eye it was torn in the center of the optics. The physician removed the lens with good management. The procedure was completed with back up lens. The patient was doing well and there was no patient harm reported. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic has fibers, the other haptic is intact. The optic is torn/split-cut and scratched/marked-rejectable. Photo provided showing iol in lens case base, the iol appears to be positioned incorrectly in the lens case. The optic appears to be damaged and both haptics appear to be bent/deformed. Additional photo shows an implanted iol, there appears to be a large crack/tear in the centre of the optic. We are unable to determine the root cause for the reported complaint " torn in the center of the optics ". The product was subject to handling as the reported damage was highlighted upon entering the eye. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).